Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative installed a leg extension, rebooted the system and repositioned the s-video plug to the proper output location. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would only produce images in black and white and the bed would not function. No patient injury was reported.